Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. No additional test was performed. Verification of failure mode reported in the current manufacturing process could not be performed since the product was not being manufactured. The device history review for the product auto endo5 ml lot #73d1600317 investigations did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported or the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the applier was ready to be loaded but the clip was not holding on it. The patient condition was reported as unknown.